Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial MDR and the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state: "do not squeeze, pull, twist, rub the camera cable hard. Also do not bend the camera cable into a small arc whose diameter is 20 cm or smaller. When you bundle the camera cable, coil up without twisting it. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. When you straighten the cable, do not pull at it but slowly uncoil the loops. Pulling at the cable may break the device. When disconnecting the video connector, do not pull at the camera cable. Do not hold or fix the camera cable with forceps and such. It may lead not only to breaking of the camera cable but also to irregularity in image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the disturbance in image was due to cable failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image did not appear on the 4k camera head. The issue was found during maintenance. There were no reports of patient harm.